Event description:
A caller reported experiencing a cgm error 42 with their device. There was no reported adverse impact to the customer¿s blood glucose level. The customer was guided by technical support through a complete pump reset, and after the reset, the cgm error code did not reappear. The caller was able to successfully start their sensor session without further issues.